Manufacturer narrative:
(B)(4).

Event description:
Additional information received states the patient's light sensitivity has fully resolved and is not scheduled for additional follow up.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported that a patient presented with increased light sensitivity in both eyes post lasik. The patient noted that sunglasses do not help. The patient was prescribed a topical nonsteroidal anti-inflammatory eye drop. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.